Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary service and repair evaluation: the customer reported that the handle battery powered driver the reverse button is broken. The repair technician reported that device plate was cracked , button failure, cable were discolored , protector or shield had debris on it , and motor had rust. The cause of the issue is improper maintenance. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008 synthes lot # 007365 supplier lot # 007365 release to warehouse date: 03 dec 2018 supplier: triangle manufacturing . No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle battery powered driver the reverse button is broken. It is unknown when the incident was observed. Patient involvement unknown there were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary. Service and repair evaluation: the customer reported that the handle battery powered driver the reverse button is broken. The repair technician reported that reverse does not run, discolored wire, crack contact plate, rust on motor & debris on barrier. The following parts were repaired: switch/relay & cable, electrical, plate, motor & protector & shield. The cause of the issue is improper maintenance . The item passed synthes final inspection on 14 july 2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part #05.000.008. Synthes lot # 007365. Supplier lot # 007365. Release to warehouse date: 03 dec 2018. Supplier: (B)(4). No ncrs were generated during production. Device history review. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.